Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and was driving to the hospital. The customer¿s blood glucose level was 326 mg/dl at the time of incident and current blood glucose level was over 400 mg/dl. The customer also reported reservoir was stuck on the reservoir compartment. The insulin pump will not be returned for analysis.